Event description:
The customer reported to olympus the evis lucera duodenovideoscope forceps wire was completely cut off. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were adhering to the connecting tube, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the forceps wire had a cut due to mechanical or chemical stress applied by repeated use for a duration of time. Upon further inspection, it was observed that foreign objects were adhering to the connecting tube. This finding was due to insufficient cleaning or handling of the scope. It was also observed that water tightness was lost due to a pinhole on the connecting tube. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was observed that the connecting tube had a dent due to a handling issue. It was also observed that the adhesive around the light guide lens was peeled. It was observed that the electrical connector had discoloration due to water leakage caused by water invasion in the device. It was also observed that the paint on the suction cylinder was peeled due to deterioration caused by handling. It was observed that the adhesive around the objective lens had a white-clouded area due to handling issue. It was also observed that the light guide lens had a chip due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube and on the plastic distal end cover. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer confirmed that the insertion section was wiped. The facility wipes or brushes the insertion section with a gauze, brush, or sponge. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material. Considerations ¿ ·the foreign material was possibly not removed although the reprocessing was conducted properly due to the physical damage on the device from the obtained information. Olympus will continue to monitor field performance for this device.